Event description:
It was reported that the ilet did not power on after time on a third-party charger, and the device displayed charging indicators on the ilet and charger, but the ilet was dead when lifted; the issue was resolved when a known compatible flat charger was used, and the user was educated that a qi charger is required for proper charging, indicating a charging problem associated with the battery charger. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging problem traced to the battery charger. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.